Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at quick release. This event occurred on (B)(6)2025. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6008000 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. 1 used set was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 3, the returned sample test passed. Functional test: underwater flow, according to wi version 2, the returned sample, does not test passed, one set is found with pcc connector needle clogged (by insulin) functional test: underwater leak, according to wi version 2, the returned sample, test passed. Reference samples tests results: on the visual inspection according to wi version 2, was performed and 10/10 samples passed the test. On the functional air flow test, according to wi version 2 was performed and 10/10 samples passed the test. On the functional air leak test, according to wi version 2 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the 6008000 was manufactured according to the wi version 79 manufactured in the machine multivac 12, on 03/jul/2024, with a total of (B)(4) units. Assembly lot: the lot 4f05216 was assembled according to wi version 27 on-line inspection for assembly of quick set on 02 jul 2024, with a total of (B)(4) units. The lot 4f05217 was assembled according to wi version 27 on-line inspection for assembly of quick set on 02 jul 2024, with a total of (B)(4) units. The lot 4f05218 was assembled according to wi version 27 on-line inspection for assembly of quick set on 03 jul 2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 23-apr-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6005824 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: on the investigation on returned samples no issue related to leak, however one set is found with soft cannula with pcc needle connector clogged (by insulin), this occurred during use, and reference samples, no issue related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr) procedure.